Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached while inside of the patient at 3,942 joules. Also, it was reported that all fiber pieces were retrieved. No patient injury was reported.